Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the skin graft mesher had incomplete mesh of previously recovered cadaveric donor skin. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On november 15, 2018, it was reported that the device had incomplete mesh of previously recovered cadaveric donor skin. There was no damage to the device. Serial number (B)(4) cutter was used during the reported event. Lot number: 63947519 dermacarrier was used. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) sixteen times as documented in the repair reports in livelink. The last repair was august 9, 2018 where it was reported that the device produced an incomplete mesh and the roller, roller gear, washers, and shoulder bolts were replaced. This is not a related issue. Product review of the skin graft mesher on december 6, 2018 revealed that the roller, roller gear, side plates, hinges, and shoulder bolts were all damaged. The calibration was out of specifications and produced a failing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) both produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 6, 2018 which included replacement of the roller, worn bushings, damaged comb, roller gear, side plates, washers, hinges, and shoulder bolts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the roller, roller gear, side plates, hinges and shoulder bolts were all damaged. The calibration was out of specifications and produced a failing sample mesh. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the roller, roller gear, side plates, hinges and shoulder bolts were all damaged. The calibration was out of specifications and produced a failing sample mesh. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.